Event description:
During code defibrillator used to shock pt 3x. (They were verified by EKG, atrial reaction and device interrogation). Charging machine to shock again when screen went blank and displayed "internal defib error" message. Staff plugged it in thinking it was low battery and smoke came out of beck (even after unplugged). Immediately obtained nearby defibrillator and resumed code.